Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed lesion was located in the severely calcified and tortuous distal right coronary artery. On the second inflation a 4.0x12mm quantum maverick monorail balloon ruptured at 20 atms. The atms during the initial inflation are unk. The procedure was completed with a different device. The pt status is listed as good with no complications reported. Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing record for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.